Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.80 x 19 mm graftmaster referenced is filed under medwatch MFR number 2024168-2016-01180.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the right coronary artery with the use of an unspecified device. The graftmaster was implanted; however, a slight residual leak was noted distal of the stent. A different 2.80 x 19 mm graftmaster stent was advanced but failed to cross the implant and was removed from the vessel. After additional balloon dilatation an unspecified bare metal stent was implanted as treatment of the perforation. There was no reported adverse patient sequela. The patient left the catheterization lab in stable condition; however, died on (B)(6) 2016 prior to leaving hospital due to complications from a perforation of the iliac vessel. No additional information was provided.